Event description:
In 2008, the patient reported the screen of his insulin infusion device is blank and emitting multiple beeps after changing the device battery. He said he pressed the check button twice but the beeping continued. He changed the battery 2 more times, using different brands of battery each time, but the device continued to beep and the screen remained blank. He stated that 3-4 days ago a full cartridge of insulin spilled into the cartridge chamber. He said he dried the chamber out and continued to use the infusion device. The patient was assisted in setting up his backup infusion device and he successfully switched to the device. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.